Event description:
My son was wearing a medtronic continuous glucose monitor. During a CT scan the device was photographed at (B)(6) children's hospital. The device was photographed by the machine and then afterwards, my child reported that it no longer transmitted data. I reported the issue to medtronic, but they requested a serial number for replacement of the medtronic transmitter. Due to ongoing mental health problems, my son did not cooperate with medtronic's request for the serial number request. Now my son is no longer in closed loop and he had to change the manufacturer to dexcom in order to procure a transmitter through the insurance. He is self managing his diabetes very poorly as a result of dexcom being incompatible with medtronic insulin pumps. It is very unlikely that the personnel at texas children's did an appropriate screen of my son prior to the CT procedure due to the fact that the device appeared on the radiology report. The percentage of type 1 diabetics who wear continuous glucose monitors is increasing due to their availability. Medical personnel should be sensitive to those patients wearing these devices and follow up with patients because medical insurance dictates allocation.